Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ chronic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding).") And anaemia ("anemia"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the psychological trauma, dysmenorrhoea, dyspareunia, back pain, menorrhagia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in insertion date (B)(6) 2016. Received treatment for pain,psych injury, bleeding: yes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: new pfs received- new events added: pain: pelvic / abdominal, chronic, bleeding: general abnormal bleeding, psych injury, bladder / urinary problem: other were added. Reporter details, patient demographics, product indication, insertion and removal details were updated. F/u 3 and f/u 4 processed together. New events added: pain- dysmenorrhea (cramping),dyspareunia (painful sexual intercourse),back, bleeding- menorrhagia (heavy menstrual bleeding),anemia were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device'), pelvic pain ('pelvic pain/ chronic pain'), genital haemorrhage ('general abnormal bleeding'), heart rate decreased ('heart rate dropped') and neoplasm malignant ('cancer') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, ovarian cyst and menstrual cramps. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), psychological trauma ("psychology injury"), bladder disorder ("bladder/urinary problems"), urinary tract disorder ("bladder/urinary problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)."), anaemia ("anemia"), premature menopause ("early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), rash pruritic ("itchy rash"), urinary tract infection ("uti"), cystitis ("bladder infection"), bacterial infection ("infection (other) describe: bacteria"), migraine ("migraines / headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), weight fluctuation ("weight gain / loss"), fatigue ("fatigue,") and headache ("headache") and was found to have heart rate decreased (seriousness criterion hospitalization), neoplasm malignant (seriousness criterion medically significant), hormone level abnormal ("hormonal imbalance"), neoplasm ("tumor") and teratoma ("teratoma"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy and ablation). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, neoplasm malignant, psychological trauma, dysmenorrhoea, dyspareunia, back pain, menorrhagia, anaemia, premature menopause, vaginal haemorrhage, rash pruritic, urinary tract infection, cystitis, bacterial infection, hormone level abnormal, migraine, nausea, weight fluctuation, neoplasm and teratoma outcome was unknown and the pelvic pain, genital haemorrhage, heart rate decreased, abdominal pain, bladder disorder, urinary tract disorder, vaginal discharge and headache had resolved. The reporter considered abdominal pain, anaemia, back pain, bacterial infection, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, heart rate decreased, hormone level abnormal, menorrhagia, migraine, nausea, neoplasm, neoplasm malignant, pelvic pain, premature menopause, psychological trauma, rash pruritic, teratoma, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: discrepancy noted in insertion date- on (B)(6) 2016. Received treatment for pain,psych injury, bleeding : yes. Left and right tubal ostia. Trailing coil 3. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: result unknown. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, menorrhagia ,dyspareunia, dysmenorrhea., pain in pelvis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: pfs and mr received. Reporters information updated. Event:early menopause, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), rash, infection; bladder, uti, , infection (other) describe: bacteria, hormonal imbalance, malposition of essure device, migraines / headaches, heart rate dropped , nausea, dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), tumor , teratoma , cancer,vaginal discharge, fatigue, weight gain / loss were added. Medical history and lab data was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.